Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawers were failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) tested internal communication and found that it had failed, determining that the communication sled had malfunctioned. The fse removed and replaced the sled, rebooted the system, and confirmed it was working properly. Firewall and universal serial bus (usb) power settings were adjusted. The device was tested in hardware test application, and the customer verified functionality through recovery testing. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawers were failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.